Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3). This material is not sold in the USA. (B)(6) distributes a comparable product, where the indications of use are the same and the chemistry is similar. The incident is reported by importer to maintain compliance with 21 cfr 803 and out of an abundance of caution. It was reported that 3 technicians showed an allergic reaction. However, 1 dental technician has a known allergy for methacrylate; he was so kind to fill the questionnaire but whether this is of added value is questionable. 1 dental technician panicked; she has had no allergic reactions but got afraid by the pictures that were posted on facebook (seen (B)(4)). 1 dental technician was affected when working without recommended personal protection equipment like gloves. After wearing gloves, he fortunately was almost healed at the time kulzer sales rep got aware of the adverse reaction; he answered the questionnaire. This dental technician that has the symptoms does not want to go for allergy testing and for the other 2 it will make no sense. No allergy test is to be conducted. Manufacturer's view: IFU contains clear and unambiguous instructions for personal protection equipment when mixing, and working with the material from mixing of the material compound until finishing of the final prosthesis. The technician disregards best practice recommendations of manufacturer.

Event description:
Suspicion: three dental technicians reported reactions. After review, only 2 technicians were confirmed. One technician has had already a confirmed allergy with methyl methacrylate before. Only one dental technician reported, that his hands looked red, irritated and they were very itchy when working with the material without gloves, the recommended personal protective equipment.